Manufacturer narrative:
One opened intrepid knife was received loose in bubble wrap for the report of metal deposits on the iris surface and in the anterior chamber. The returned sample was visually inspected and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The returned sample was found to be visually conforming, therefore metal deposits as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that at the end of a surgical procedure metallic particles were noted on the iris surface and in the anterior chamber of a patients left eye after using miotic eye drops. The surgeon attempted to remove the particles by using vacuum with a backflush instrument and to clean the anterior chamber during the same procedure. This intervention did not resolve the issue. The patient was not hospitalized and medical intervention was not required. It is currently unknown if the particles have caused any damage. The particles are not expected to resolve and remain in the eye. This is the second of two reports from this facility for this event.